Event description:
Alaris pump alarmed, rn investigated to find tubing inside of the pump above blue clamp that holds tubing inside pump had a very large bulge in it. Tubing was removed and remained as it was inside of the pump.